Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the pencil had cause a small 3 to 4mm in size burn and no blisters. Left a small white mark to the surgeon's middle of index finger. The surgeon was using the pencil on tissue and holding it with his finger underneath the site which he was burning. The nurse reported that the surgeon stated that he has been using this practice as long as he has been practicing. No treatment done to burn site. The patient was not injured.